Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on april 29, 2010, a customer contacted roche diagnostics and reported a hypoglycemic event that occurred on (B) (6) 2010. Between 5:00 p.m. And 6:00 p.m., the customer was outside grilling, and he passed out. The customer did not remember his previous blood glucose result, but thought it had been between 100 mg/dl and 120 mg/dl, reported not taking any actions based on the previous reading. The customer's wife took him inside, helped him to drink soda. The customer reported he would not have been able to self treat. Customer uses a medtronic insulin pump, thinks last bolus, unspecified amount, was most likely at noon that day. The medtronic insulin pump mentioned in this event is not mfg or imported by our firm. (B) (6)